Manufacturer narrative:
Voluntary medwatch report received: mw5158839.

Event description:
Voluntary medwatch received states that the patient with right atrial (ra) lead presented with a possible infection, experiencing soreness and redness at the implanted site. No intervention was performed and the patient experienced no consequences.